Event description:
The company was informed that the pt had a reported case of meningitis in (B)(6) 2009. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.